Manufacturer narrative:
Date of event: (B)(6) 2018. Date of this report: 12/02/2018. The manufacturer's technical services (ts) confirmed the reported issue and the customer was provided with the part number for the gds (gas delivery system) and blower. The customer ordered the necessary parts to repair device. Part was not returned to failure investigation(fi), therefore, the root cause cannot be determined.

Event description:
The customer reported gas outlet flutters when o2 concentration is 100%. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.